Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. The full lead was returned, analyzed, and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The proximal conductor of the lead became distorted at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within two weeks post-implant, the patient experienced perforation of the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.